Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 400 mg/dl. An infusion set change was performed and a correction bolus was delivered to address the bg levels. The customer stated they were able to resume insulin deliveries each time and since using the t30 infusion sets with the contact detach infusion set tubing they had not received additional occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.